Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields d8, e4, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: leak occurred from the scope connector and bending section cover. The event can be detected and prevented by following the instructions for use: -gif-q150 operation manual chapter 3 preparation and inspection. -gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope nozzle had foreign objects, adhesive around light guide lens has foreign objects, adhesive around objective lens has foreign objects, bending section cover or distal sheath rubber has foreign objects, and distal end had foreign objects. There were no reports of patient involvement.